Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. A repeat procedure was performed with no intervention required. There was nothing unusual about the patient or procedure that might have led to this event. Also, an endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. The device would not be return. There was no harm caused to the patient.